Manufacturer narrative:
The tech replaced the brake caster and brake steer caster to resolve the issue.

Event description:
The tech alleged the brake casters would swivel in the brake mode. No pt impact.